Event description:
Alleged the head section is not stable.

Manufacturer narrative:
The technician investigated and found both pivot slides were out of the slider extrusion. The technician replaced the pivot slides, and straightened the head section to repair the bed.